Event description:
Pt seen for elective tubal ligation. During co2 insufflation developed cardiac arrest. Resuscitated, intubated and sent to ICU. Diagnosed with ards - requires intensive rehab. Functional deficits in mobility - self care-safety-cognition and swallowing: positive anoxic encephalopathy.